Manufacturer narrative:
Ocd qa performed retain testing to confirm the reactivity of the c antigen. Satisfactory test results were obtained. The customer shipped the pt's samples to mts for testing. Both the pre and post-transfusion samples were negative.